Event description:
Boston scientific crm received information that following the implant of this implantable cardioverter defibrillator (ICD), the patient passed away. At the time of the implant, the patient's heart rate was in a variable rate ventricular fibrillation (vf). The device reached detection eventually and delivered anti-tachy pacing (atp). The md then gave a commanded external shock, which successfully converted. The device continued pacing. After the commanded shock, the patient had no pressure, and the pulse oximeter dropped. Blood pressure was never confirmed following the commanded shock. The patient went back into vf, and the device under sensed the rate. The lead measurements prior to induction were reportedly normal with p waves at 2.5mv, r waves ranging from 10/13mv to 8mv. Sensitivity was programmed at 0.6mv.

Manufacturer narrative:
Not returned. Post induction, the r-waves were around 4.3mv. The bsc rep stated after the first induction, the device was reprogrammed, yet undersensing of the fibrillation continued and stated that the patient was shocked many times at maximum energy. The patient was successfully cardioverted following induction. Drop out of fibrillation waves below 0.3mv occurred. The sensitivity settings could not sense an arrhythmia at that level. It was noted that there were no allegations against device function. A save-to-disk was analyzed by tech services. In one of the episodes there was one beat of undersensing noted on the onset egm. This did not delay the initial therapy that was programmed. Undersensing was confirmed on subsequent episodes due to programmed settings. This was noted to be normal device operation based on dual chamber pacing at cycles of 760-513ms. It is unknown if the device will be returned.